Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced as a system error 105 upon start up. System error 105 was confirmed through a review of the event history log. Evaluation found the symptom was caused by a failed motor flex, but also found corrosion on the input/output printed circuit board (I/o pcb), lcd, force sensor, lower auxiliary, upper auxiliary, backflex, and front case. Under current guidelines this pump could not be reasonably repaired. Additional information: corrosion.

Event description:
It was reported that a spectrum pump displayed system error 102, which was clarified during baxter's evaluation as system error 105. It was also reported there was no patient injury.